Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was partially removed by the physician as there was stubs embedded in the heart muscle of the patient that were not able to remove in which this lead are MRI compatible therefore this lead will undergo surgeon in the future. No additional adverse patient effects were reported.